Event description:
I went to the eye doctor for an exam and he indicated I had an eye infection. I have used contacts for decades and have very thorough procedures for keeping my contact and eyes clean. I figured this was a fluke, but I continued to experience periodic symptoms even after finishing my antibiotic drops. I didn't know why until I noticed very small black dots formed on the application/dropper area's cap recently. The solution was used just after buying it at costco. The expiration date is not until jan. 2024. I then opened the other bottle (it came in a pair of 2) with the same expiration date. These same black dots formed within 1-day. The problem is unlike other solutions, the bottle is white. You can't see through it to determine its clear. This shouldn't be an issue within the expiration date of course, but it makes the risk of prematurely mold (?) Filled bottles being used. Related to contact lens wear.